Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming button error and the keypad was unresponsive to user inputs. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 178 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to moisture damage on the keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.